Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 24february2015. Expiry date: 01february2020. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported there were blank spots (spots with no color) on the nail. It happened during surgery but there was no prolongation. There was no effect on the operation outcome. The nail was not implanted. There was no patient harm as they had two (2) nails of the same size and implanted the other one. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: a visual inspection could not confirm ¿stains¿ on the nail. The part (04.016.035s / lot 5933052) was manufactured in february, 2015 with no irregularities noted during production. The three (3) ¿silver¿ stains, which were visible on photos of the device, could not be identified on the nail upon receipt. When the complaint nail arrived, there were no ¿silver¿ stains visible any longer. The following investigation was based on the assumption that stains were visible at one time. The monitoring of all non-conformance reports (ncr) january 1, 2003 to november 25, 2015 for the article shows five (5) ncr¿s; none of which related to stains or blemishes on the surface. Product investigation summary: it has been complained that the multiloc proximal humeral nail presented some blank spots on the surface. However, upon receipt of the multiloc proximal humeral nail, the blank spots / silver stains could not be confirmed as they were no longer visible. Only some vague discoloration was observed. The review of the production history revealed that no non-conformities related to stains or blemish on surface are documented. Since the specific circumstances at the time of use are unknown, and there is no evidence of discoloration on the returned implant, the root cause could not be definitely determined. There was no indication for material or design related issue, however. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.